Event description:
It was reported that there was difficulties to ventilate the patient from start of the procedure, even with mask ventilation. The anesthesia system was removed and another system was used. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. No fault was found with the anesthesia system during test after the event. The system was returned for clinical use and no further problems have been reported after the reported event. The evaluation of the received logs shows high airway pressure alarms and alarms indicating stop of ventilation. The system checkout prior to the event was successful. According to our field service engineer, after communication with the customer, the patient filter was suspected to be the cause of the event. Additional information received states that the tubing's or filters used by the hospital were not manufactured or distributed by our company. The root cause of the reported problem has not been determined. Based on the investigation result, system test and device logs evaluation, there is no indication of a technical malfunction in the system at the time of the event. Most probably the cause of the event was due to the patient filter.

Event description:
Manufacturers ref: (B)(4).